Manufacturer narrative:
The returned standard acutrak 2 bone screw was examined visually. Several threads on the tail half of the screw as well as the three threads closest to the tip were deformed. The deformation is likely due to grabbing onto the screw during the removal process because only small fragments of the threads were damaged.

Event description:
An acutrak bone screw was implanted into a patient's hand/wrist on (B)(6) 2018. Six weeks later, the screw appears to be backed out so a revision surgery was performed. There was a 60 minute delay in surgery to remove the screw.